Manufacturer narrative:
The medical device is not available for analysis, therefore the device itself could not be investigated.

Event description:
Ous MDR - one day post implant this lead was found to be dislodged. It was successfully revised and remains actively implanted. There were no adverse patient side effects reported.